Event description:
It is reported that the device was implanted in 2000 and was revised in 2008 because of poly wear.

Manufacturer narrative:
Eval summary: cause cannot be definitively determined. Eval codes: device history records indicate device manufactured to spec. Scanning electron microscopy analysis shows wear on the articulating surface and backside surface. Majority of the particles observed on the articular surface showed na, ci, k, c, and o elements in the energy dispersive spectroscopy analysis. The eds analysis of the articulating surface showed a carbon (c) peak in the spectrum typical of uhmwpe.